Event description:
Preoperatively, patient was experiencing hypertension. Echo performed revealed one leaflet not closing. Reoperation was performed and the valve was explanted. Once explanted, the leaflets moved normally.

Manufacturer narrative:
Description of event: on 5/30/1997, dr. Implanted 19mm aortic st. Jude medical mechanical heart valve sjm master series (model 19aj-501). Pt's preoperative diagnosis was coronary heart failure secondary to critical aortic stenosis. Intraoperatively, aortic annulus was "felt to be small", and was observed to be calcified. This calcification was removed prior to placement of the prosthesis. On 6/16/1997, another dr. Explanted this valve. Preoperatively, pt had persistent shortness of breath, and was experiencing hypertension. Echocardiography revealed one leaflet was not closing, and fluoroscopy confirmed leaflet was stuck in closed position. According to operative report, valve was seated "somewhat snugly". Once valve was explanted, however, leaflets moved normally. There was no evidence of thrombus or vegetation at time of explant. Annular enlargement procedure was performed, and reconstruction of aortic outflow tract was performed utilizing 22mm hemashield graft. Another manufacturer's prosthetic valve was then implanted. Postoperatively, pt had uneventful recovery, although she had persistent heart block an required placement of permanent pacemaker. Results of investigation: valve was received in analysis lab in st. Jude product return kit, submerged in liquid solution. Sewing cuff was off-white in color, and contained no sutures. Both leaflets exhibited normal opening and closing mobility. Carbon surfaces of valve appeared to have been previously cleaned. Valve was chemically sterilized and sent to st. Jude medical woodridge facility for x-ray to evaluate rotation mechanism. Valve's rotation mechanism was then tested using chatillon digital torque gauge. Per device specfication for st. Jude medical mechanical heart valve sjm masters series, both clockwise and couterclockwise torque values were within mfg specifications. Valve was then cleaned, and sewing cuff and rotation mechanism were removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date.